Manufacturer narrative:
This report is being submitted due to a change in cause code. Although the lead has not been returned for analysis, perforation is a known inherent risk of intravenous lead implantation.

Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohms. Additionally, there was high thresholds, and the sensing has decreased. A visual examination found that the lead was perforated which was also confirmed by fluoroscopy. The pacemaker and rv lead was explanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohms. Additionally, there was high thresholds, and the sensing has decreased. A visual examination found that the lead was perforated which was also confirmed by fluoroscopy. The pacemaker and rv lead was explanted successfully. No additional adverse patient effects were reported.